Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer visited to emergency room on (B)(6) 2018 due to flu with high blood glucose of the 697 mg/dl. The blood glucose at the time of the incident was 397 mg/dl and current blood glucose was 104 mg/dl. The customer treated high blood glucose with the insulin pen, saline and insulin drip and declined troubleshooting for it. The insulin pump and sensor will not be returned for analysis.